Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was damaged the following information was received by the initial reporter with the following verbatim connector connected to central line was found broken and piece was left at the tip of the lumen.

Event description:
No additional information.

Manufacturer narrative:
No mz9279 sample was available for investigation. The customer did not provide any lot information but reported that "connector connected to central line was found broken and piece was left at the tip of the lumen". Additional information noted that "while attempting to try take the octopus off from cvc , the nurse reported that the octopus connector detached when it was turned manually." The connecting products used were "arrow arrowg+ard blue plus four lumen cvc (ref (B)(4))" as part of the investigation, the customer provided a photograph of the reported sample. Analysis of the image confirmed the customer experience where a deformity was visible on the male luer; however the deformity appeared to be an unknown connecting product was broken and still connected to the luer. The details of this feedback were forwarded to the manufacturing site for investigation. Based on the information provided, specifically that the failure was observed during use and at disconnection, it is unlikely that the event was caused by a manufacturing defect. However, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz9279 product over the past 12 months.

Manufacturer narrative:
No mz9279 sample was available for investigation. The customer did not provide any lot information but reported that "connector connected to central line was found broken and piece was left at the tip of the lumen". Additional information noted that "while attempting to try take the octopus off from cvc, the nurse reported that the octopus connector detached when it was turned manually." The connecting products used were "arrow arrowg+ard blue plus four lumen cvc (ref (B)(6))." As part of the investigation, the customer provided a photograph of the reported sample. Analysis of the image confirmed the customer experience where a deformity was visible on the male luer; however the deformity appeared to be an unknown connecting product was broken and still connected to the luer. The details of this feedback were forwarded to the manufacturing site for investigation. Based on the information provided, specifically that the failure was observed during use and at disconnection, it is unlikely that the event was caused by a manufacturing defect. However, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz9279 product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
Additional information in section b: investigation result: one mz9279 sample was returned without packaging for investigation. Some residual fluid was present and no connecting product was returned to support the investigation. The customer did not provide any lot information but reported that "connector connected to central line was found broken and piece was left at the tip of the lumen". Additional information noted that "while attempting to try take the octopus off from cvc, the nurse reported that the octopus connector detached when it was turned manually." The connecting products used were "arrow ard blue plus four lumen cvc (ref (B)(4))". As part of the investigation, the customer provided a photograph of the reported sample. Analysis of the image confirmed the customer experience where a deformity was visible on the male luer; however, the deformity appeared to be an unknown connecting product was broken and still connected to the luer. Visual inspection of the sample confirmed the customer's experience; the male luer tip was received lodged within part of a female luer of an unknown product. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive cause for the customer's experience could not be determined during the investigation; the damaged component was observed to be the female luer of the connecting product, reported to be an arrow product, and no obvious defects were observed to the mz9279 which may have contributed to the customer's experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz9279 product over the past 12 months.

Event description:
Please provide details regarding the sequence of events prior to the damage occurring. I.e., had the luer connector of the mz9279 product just been tightened onto another product? = while attempting to try take the octopus off from cvc, the nurse reported that the octopus connector detached when it was turned manually. Please provide details of the product to which the mz9279 was connected at the time of the event, including manufacturer/brand and model = arrow arrowg+ard blue plus four lumen cvc (ref (B)(4)). Please confirm if any leakage occurred as a result of the damage to the component? = no. Was there any patient harm? No. Was the issue identified during an infusion or prior to clinical set up? During infusion to stop and flush it. Was the issue identified with the user present at the time of the incident? Yes.